Event description:
Client on home oxygen therapy. Assisted living staff noted changes with client and called home health care r.n. Upon r.n. Arrival, client's oxygen saturation was 56%. Baseline unknown. Rn called durable medical equipment company for phone assistance in changing oxygen equipment from the oxygen concentrator to a portable tank. Client taken to hospital. Client died.